Manufacturer narrative:
(B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced incontinence, urgency, urine retention, vaginal burning, leakage, dribbling, urinary tract infection, bladder dysfunction, pseudomonas, swelling, scant discharge, pressure, itching in vaginal area, vaginal soreness, atrophic vaginitis, urinary hesitancy, frequency and discomfort. It was also reported that the plaintiff allegedly experienced pain, infection, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death reported were sepsis and pneumonia. Related to manufacturer report #: 2183959-2014-37272.